Event description:
It was reported that the patient underwent generator and lead replacement surgery due to end of service. System diagnostics pre-operatively yielded dcdc=0. It was reported that when the surgeon was removing the subpectoral vns generator, he pulled the header off of the generator can while struggling to remove the generator from the pocket. Once the new battery was attached to the existing lead, low impedance was observed twice upon diagnostics. The surgeon inserted the resistor pin into the new generator and saw normal impedance. The lead was re-inserted into the generator and low impedance was seen again. Thus, a full generator and lead replacement occurred. The explanted products are not available for return to the manufacturer for analysis.